Event description:
Customer reported a leak when using the coulter lh 780 hematology analyzer. The leak was approximately 1000ml of blue liquid. The liquid leaked from the back of the analyzer onto the countertop. The leak was observed when the instrument generated an error condition of "low vacuum." Quality control (qc) samples were being run at the time the leak was identified. The qc was within range, and the white blood cell (wbc) parameter of patient samples was a non-numeric result (voteout). The operator was wearing lab coat, face shield, and gloves at the time of the incident. There was no report of biohazard exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(6) 2014, the field service engineer (fse) evaluated the instrument and found disconnected (detached) tubing at the blood sampling valve (bsv, port 7, tubing number 207). He trimmed and reattached the tubing to resolve the issues. The fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).